Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 107 mg/dl. No significant events leading to the alarm were observed. The customer stated that he was trying to clear the low reservoir alarm by pressing esc and act but was unable to do so prior to receiving the alarm. He also noted that the insulin pump alarmed failed battery test. Advised replacement of the insulin pump. No further troubleshooting was performed, since the insulin pump was already being replaced for the battery error alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected failed battery alarm or low reservoir alarm noted. The low reservoir alarm feature functioned properly. Insulin pump passed off no power test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.